Event description:
A software freeze was reported. An investigation is required.

Event description:
A software freeze was reported. An investigation is required.

Manufacturer narrative:
Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Event description:
A software freeze was reported. An investigation is required.